Event description:
My libre plus smart sensor (B)(6) has been giving me low blood sugar readings. I didn't realize it the first night that it started then over the next couple weeks we have been monitoring it and sometimes when we check it with an actual blood glucose monitor it is within 5 points and other times it is 40-100 points off. The last two nights it has said my sugars tanked to around 60 and last night we check it twice and the libre sensor was reading 100 points lower than the actual blood glucose monitor. I ran the serial number on libres sight today and it said this sensor was not one that was affected or recalled but obviously it should be. These sensors are extremely expensive and obviously dangerous if they keep giving false readings and we are taking steps to get our sugar levels in the safe zone yet the are actually fine to begin with, but the sensor said they are 60 so I drink juice to get it up and then when I realize it may be the sensor and check it, 60 is actually 160 so now I have raised my sugars well above 200 because I was trusting this medical device that keeps giving false readings. Please help get this device corrected because it is much better than sticking needles in my fingers multiple times a day or removed from the shelves if it can't be trusted. I also didn't take my insulin yesterday because my blood sugars were at 120 before bed per the sensor. Thanks (B)(6).